Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unknown surgery, it was observed that the remote control(fms vue/nextra device stopped working. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H.11. Additional narrative: device history review: a manufacturing record evaluation was performed for the finished device p43ab0050, and no non-conformances were identified. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found marks of use, as usual in this type of reusable devices. The power cord as well as the connector pins do not show structural anomalies. The device buttons were found in normal shape. No other anomalies were noted. A functional test was performed by connecting the device to an fms vue pump, it was connected without restriction, device was recognized, and no-fault code was displayed. The ¿run/stop¿ button functioned intermittently when trying to activate/deactivate the pump. Additionally, the ¿pump pressure -¿, ¿bloodstop¿, ¿flow +¿, ¿shaver suction -¿ and ¿shaver speed -¿ buttons didn¿t function, all the other buttons worked as intended. The overall complaint was confirmed as the observed condition of the remote control (fms vue/nextra) would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced the continuous and heavy use, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to internal wear of electrical components and consequently the button failure. As per IFU, inspect all equipment and cables periodically for wear. If damage is noted, replace or return to repair service center. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.